Event description:
Reporter indicated that vns patient was experiencing periods of high blood pressure and heart rate rhythm changes. The patient was reportedly hospialized in a psych ward at the time of the event, at which time a cardiologist was contacted for a consult due to severe hypertension and tachycardia. It was reported that the patient went into atrial fibrillation, but that the cardiologist was unsure whether it was related to the vns therapy and therefore did not want to discontinue stimulation. Treating cardiologist indicated that the patient is normally well-controlled, but that their blood pressure was recently 180/120 with heart rate 140, per the cardiologist, the patient is doing fine now and there have not been any ECG changes noted.